Event description:
Device was returned for service for an unknown reason. During service, the technician found the safety lock defective.(B)(4).

Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed the device was damaged and not functioning properly. This was attributed to excessive handling of the device. Various parts were replaced. Device was repaired and returned to the customer.